Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels. Contact and the customer declined to provide bg values. Reportedly, pump basal rate needed to be adjusted. Tandem technical support guided the customer through adjusting pump basal rate.